Event description:
It was reported that a peritoneal dialysis patient developed sepsis and subsequently passed away. The cause of the sepsis was not reported. Prior to passing away, the patient was hospitalized for abdominal pain and dianeal therapies were discontinued. It was not reported if the patient was diagnosed with peritonitis. Treatment information was unknown. The patient passed away the following day due to sepsis. No further information was provided. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.